Event description:
A diabetic nurse was removing a used lancet from her pts easytouch lancing device and the lancet went into her skin. After the incident the nurse took tests from both hepatitis and hiv. The injury did not occur because the lancet had not retracted correctly. The nurse feels that the lancet is too difficult to remove from the lancing device without sustaining injury.